Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-03882. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused respiratory issues and mucous . The patient did receive medical intervention requiring medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.